Manufacturer narrative:
Product analysis results: visual and optical examination identified approximately 2mm of the driver's head has sheared off. The tip was not returned for analysis. Optical inspection of the fracture surface confirmed a very flat fracture surface with circular material flow consistent throughput the fracture. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the instrument tip broke off while expanding the cage. There were no patient symptoms or complications as a result of this event.